Event description:
It was reported by the rep that the (1) sw100 was used during a laparoscopic nissen procedure. It was reported that the surgeon fired the stitch into the "crura". The second stitch was placed for fundoplication and when the suture assistant fired nothing happened. At this point, the surgeon noticed the stitch placed in the crura fell apart. The case was completed with another device. There was no pt consequence.